Manufacturer narrative:
H3 - analysis of the implantable pump (serial #(B)(4)) identified residue in the motor gear train and wearing on the shaft of the gear or rotor. H6 - eval code-method (B)(4) no longer applies. Eval code-result (B)(4) no longer applies. Eval code-conclusion 11 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2018: lioresal with a concentration 500 mcg/ml at a dose rate of 300.07 mcg/day. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen concentration ¿500¿ at a dose of ¿285¿ via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2018 during normal use. The pump was replaced on (B)(6) 2018 and would be returned. The patient went to the emergency room (ER) on the afternoon of (B)(6) 2018 with an alarm and withdrawal symptoms, which she reported started in the morning. The rep was paged to interrogate the pump and found it was in an unrecovered motor stall with no apparent reason. On call, the neurosurgeon happened to do pumps so was able to replace it the night of (B)(6) 2018 on an emergent basis to prevent further withdrawal. The replacement was uneventful and the old pump had an elective replacement indicator (eri) of less than five months. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was 60 kilograms and medical history included spasticity. No further complications were reported/anticipated or expected.